Event description:
It was reported that the device is leaking. Reportedly, this was observed on an angiogram. The pt indicated that they are in constant pain. Follow-up with the pt indicated that she has moderate regurgitation. Reportedly, the pt became symptomatic in 2008. The pt reported that they are taking a prescription for high blood pressure, and the drug lipitor.

Manufacturer narrative:
The pt reported the event. Unable to provide pt's info due to the hippa regulations. Device not returned.